Manufacturer narrative:
Device evaluation: the device has not been received for evaluation. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Device history record was reviewed. Complaint data base reviewed. Conclusions - a follow-up report will be submitted when the device evaluation has been completed.

Event description:
Customer reported the rotator broke. A terumo micro-catheter was connected. Pressure setting was 1200 psi. There was no report of harm or injury. Customer stated this happened 3 times in a row but has not provided any additional information to enable us to report two additional form FDA 3500a reports. Therefore, this single report will be submitted for the complaint.